Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient had been receiving ineffective stimulation from their l5 lead. X-rays and an impedance check revealed no anomalies. The patient's l5 lead was explanted and replaced. The replacement lead was implanted at l4. Surgical intervention addressed the patient's issue.